Event description:
It was reported that the pt experienced a loss of therapeutic effect following a car accident in (B)(6) 2010. No shocking or jolting from the device was indicated. The pt had to increase the voltage from 3.5 volts to 6-8 volts in order to achieve therapeutic effect. An implantable neurostimulator battery longevity calculation was performed to estimate the battery life. The following parameters were indicated: 3.5 volts, 40 hz, 450 us, 423 ohms impedance, four positive and four negative electrodes. The calculation also indicated that the estimated replacement time was 14.11 months and 17.11 months since the date of implant. The battery voltage was 2.79 volts. It was later reported that the pt's physician repositioned the leads and the pt, then, experienced better pain coverage.

Manufacturer narrative:
(B)(4).